Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. Device received with cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s light button and down arrow buttons had to be pressed multiple times to get it work. Customer also reported that there was rainbow effect on the screen, piece of housing was missing around the belt clip area and had rejected batteries. No harm requiring medical intervention was reported. The device will not be returned for analysis.